Event description:
It was reported by service report that the foot end jack would not stay up for long periods of time. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.